Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was downloaded at the service center. A review of the pump history indicates that on (B)(6) 2011 between 1603 and 1605, the pump was powered on, the history cleared, morphine 1 mg/ml confirmed, and the pump was programmed in the post anesthesia critical care area in the pca only mode, to deliver morphine 1 mg/ml, with a 1 mg pca dose, a 10 min pt lockout, and a 20 mg one hour limit, settings were confirmed, and the door locked. Between 1655 and 1733 the door was opened four times, the pump was programmed to deliver four 2 mg loading doses instead of the customer's reported five 2 mg loading doses, the loading doses were started, door locked four times, and the loading doses end. Between 1747 and 1750, there was a low battery alarm, pca stop 0.4 mg, the door opened, an 8.4 mg total clear, and the pump was powered off. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported an unrequested bolus dose was delivered. At 1630, the pump was programmed in the post anesthesia care unit (pacu) to deliver morphine 1 mg/ml, in the pca only mode, with a 1 mg pca dose, a 10 min pt lockout, and a 20 mg one hr dose limit. It was reported the pt pendant was coiled up behind the pt and was not in the pt's possession. The customer contact reported that to control the pt's pain while in the pacu, the nurses program the pump to deliver "pca dose" using a loading dose. The nurse reported that between 1630 and 1730, five 2 mg loading doses were programmed and delivered. At 1815, the pump alarmed for low battery and the pump was plugged into the ac power outlet. At this time, the nurse reported hearing a beep and noted that the display indicated the pump "was actively delivering an unrequested bolus dose." The nurse reported that the pt pendant had not been pressed by the pt or any staff member and was still coiled up. The nurse stopped the delivery. At this time, the pump indicated that a 0.4 mg pca dose was delivered. The nurse disconnected the pca tubing set from the pt and the pump was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse pt effects. No medical interventions were required. During testing at the user facility, the device passed testing. Though requested, no additional info was provided.